Manufacturer narrative:
The event occurred on an unspecified date of year 2020, beginning "about four months ago ". The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes had a connection issue with the solution bags. The patient had to tape the connection; otherwise, the connection would loosen during treatment, specifically when priming occurred. There was no noticeable damage to the cassettes, bags, or packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.